Manufacturer narrative:
The threaded connection between the tl slap hammer and tl slap hammer attachment sheared off the tl slap hammer and is still threaded into the tl slap hammer attachment. The tl slap hammer (B)(4) and tl slap hammer attachment (B)(4) were combined into a single piece design as part of a design iteration. This design had the tl slap hammer attachment welded to the tl slap hammer providing the instrument with greater strength than the threaded assembly. This eliminates the failure mode that occurred in this complaint condition. The updated instrument design iteration is replacing the existing instruments in endoskeleton® tl instrument sets. A review of the device history records of the subject devices was completed. No anomalies or non-conformances were generated during the manufacture of these devices that would have led to this complaint condition.

Event description:
The surgeon was using a trial to size the patient for an implant when he attempted to remove the instrument with the slap hammer. The threaded shaft of the slap hammer broke off while the slap hammer attachment was still attached. An xlif procedure was being performed. There were no adverse effects or harm to the patient as a result of the failure. The planned procedure was completed.